Manufacturer narrative:
(B)(4). As the date of the event onset was reported as an unknown; however, the date of hospitalization was reported as (B)(6) 2015, henceforth this will be the date of onset. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a connection issue resulting in peritonitis during peritoneal dialysis therapy. The event was further described as the patient's transfer set became loose and "fell off" also described as disconnected) from a non-baxter device. The patient clamped their catheter to maintain the sterile pathway. Five days prior to the receipt of this report, the patient was hospitalized for peritonitis. The patient was treated with keflex 500 mg three times daily for three days (route not reported) for peritonitis. On an unknown date, pd therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.